Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient reported that their transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reports that they used two patient extension lines and had the one unused supply line clamped off during therapy. The home patient could not remember if they confirmed the successful completion of the prime cycle and stated that often they had to hit reprime because the fluid is usually two inches from the end of the patient extension line. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.